Manufacturer narrative:
Resolution was requested from the field representative who later reported that the lv lead was programmed off. The patient was to be scheduled for an lv revision at their convenience after the new year. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was performed and this lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the day after implant this left ventricular (lv) lead had a loss of capture. An x-ray confirmed the lead had dislodged. No adverse patient effects were reported.